Manufacturer narrative:
Please note that the patient's age and weight were unknown. Please note that the expiration date and the manufacturing date were unknown. The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Without the return of the device, the reported event could not be confirmed. However, it was reported by the facility that the balloon loss of pressure was caused by the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available, a supplemental report will be filed.

Event description:
As reported, the balloon of an of an unspecified mynx vascular closure device (vcd) ruptured on calcium at 1st stop (sheath). The mynx device was being used for vascular closure following a coronary procedure. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device; and there was no resistance while pulling back. It the device was removed, and the physician used an additional mynx successfully to achieve hemostasis. There were no adverse effects from the balloon rupture. Additional information was requested, but is not available at this time.